Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu (single use loading unit) was fully applied. The clinical instrument was received. The loading unit was reloaded with staples, loaded into the instrument and applied to test media. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cystectomy, the stapler with reload partially fired while being used in creation of neobladder. The reload was switched prior to placement and firing. And the surgeon attempted to fire and stated it did not feel right. When they observed the staple line, it was noted that the staples were partially formed. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.